Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable, frequent gong alarms, damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the j1001 connector on the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms and service code 204: belt/monitor unusable, and that their monitor had a damaged case.